Event description:
After implanting the composix kugel x-large patch for 7 months, there were some complications observed including of mesh infection, abdominal wall abscess, entero-cutaneous fistula. No sample, patch was removed piece by piece and discarded.